Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered a heart block av requiring placement of a permanent pacemaker (ppm). The patient suffered complete heart block from ablating avnrt. They were ablating at 40 watts when the issue occurred. The physician moved the ablation catheter to the right ventricle and began pacing. The physician waited 45 minutes and a permanent pacemaker was implanted. Patient is stable at this time. The patient stayed for overnight observation which is standard protocol for implantation of a permanent pacemaker. The patient outcome of the adverse event is recovered. Labs were within normal limits. The physician¿s opinion on the cause of this adverse event is that it was caused by the procedure.

Manufacturer narrative:
The investigation was completed on 19-apr-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30666405m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).